Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had persistent battery issues. The customer stated that one of his batteries died within two days of use. The customer changed the battery and the status screen displayed that battery at three quarters battery life followed by alerting weak battery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer noted that the battery compartment was cracked near the battery tube threads. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, failed battery test, weak battery alarms or low battery alerts were noted. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with cracked battery tube threads and minor scratches on the lcd window.